Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture on the right atrial (ra) channel. Some oversensing of noise could be reproduced through provocation testing. At this time no changes have been made and the crt-p remains in service. No adverse patient effects were reported.